Event description:
There was an allegation of questionable vitamin d results for several patient samples on a cobas 8000 e 801 module. The reporter provided one patient sample with discrepant results: the initial result was 25.1 ng/ml. The repeated result was 40.6 ng/ml. The sample was repeated due to the customer performing duplicate testing on patient samples following issues with qc.

Manufacturer narrative:
The reagent lot number is 789073. The expiration date was not provided. The qc was acceptable. The gear pump head was overdue for a replacement. The field service representative decontaminated the procell and sipper syringes and the procell valves to the detection unit. He replaced the reagent probes and performed adjustments. The measuring cells were within specification. The prewash unit and gear pump head were replaced. The instrument check and qc passed. The specific cause of the event could not be determined.